Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. The pt is reported to have developed a fistula, which is listed as a possible adverse reaction in the product's instructions for use. Without additional info, no conclusion can be drawn.

Event description:
Alleged per medwatch (B)(4) the pt underwent surgery with the implant of composix kugel mesh. On (B)(6) 2011 -- the pt underwent unspecified surgery in which it was reported the "memory ring broke and eroded into the transverse colon resulting in mesh/wound infection and fistula." The pt had a gastric band placed previously which was removed during this surgery due to contamination related to the fistula.